Event description:
It was reported that the sys 7600 had artifact lines across the image making the image distorted. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified . Bms 500 image processor assembly removed and replaced. The sys was tested and found to be working as intended and placed back into service.